Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that premature battery depletion was suspected. A device change out is anticipated, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.